Event description:
Unexpected extension set returned, only information available is that the set was leaking. No report of harm or medical intervention. The customer stated that no further patient/event information is available.

Manufacturer narrative:
(B)(4). The extension has been received and the evaluation is pending. A follow up report will be submitted once the failure investigation is completed.